Event description:
It was reported there was ¿reduced efficacy of spinal cord stimulation.¿ the device was removed on (B)(6) 2014 and was not replaced with another product by the manufacturer. The device was used in the patient with the intended use of treatment. No patient death or injury was reported. It was noted the patient recovered without sequela after the device was removed.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID neu_siliconeanchor, product type: accessory; product ID 37743, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4). Analysis of the implantable neurostimulator (sn (B)(4)) found no significant anomaly. The implantable neurostimulator was found to be functionally okay with insignificant anomalies. Analysis of the extensions (sn (B)(4)) found no significant anomaly. The extension¿s bodies were found to be cut through and the products were segmented. Analysis of the anchor found no significant anomaly. The ez anchor was found to be cut. Analysis of the lead (lot # n178952002) found no significant anomaly. The lead body was found to be cut through and the product segmented.